Event description:
It was reported a cartridge change error occurred. There was no reported impact to the customer's blood glucose level. The customer reloaded the original cartridge successfully and resumed insulin therapy.